Manufacturer narrative:
The reagent lot number is 847901. The expiration date was not provided. Cobas 6000 c501 module with serial number (B)(6): the field service engineer inspected the module and determined a high concentration of na in the detergent solution. He cleaned the detergent mixer and reconditioned the solenoid valves. He verified the module's performance with a na concentration test, precision tests, and qcs. Cobas 6000 c501 module with serial number (B)(6): the field service engineer inspected the module and determined that the vacuum system was deficient. He cleaned the vacuum system, vacuum tank pipes, replaced the vacuum pump head membrane, adjusted and washed the cuvettes, and cleaned and lubricated the syringes' drive shafts. He also decontaminated and adjusted the sample and reagent probes, cleaned the bath water, replaced the lamps, and checked the blank cuvettes. He verified the module's performance with photometer checks, precision tests, calibration, and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable cholesterol gen.2 results from multiple patient samples tested on two cobas 6000 c501 modules. The reporter stated that the results from both modules for all routine patients were close to or above 300 ng/ml.

Manufacturer narrative:
The investigation excluded reagent issues, as no further cases were reported. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.